Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd solomed¿ syringe with needle broke while pulling the plunger, and the "stopper got inside the syringe". Found during use. No serious injury or medical intervention reported.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. Evaluating the complaint description and sample provided by the customer it was possible confirm premature plunger activation. The potential cause for the reported problem is a jam at assembly process, leading to the premature activation.

Event description:
It was reported that the bd solomed syringe with needle broke while pulling the plunger, and the "stopper got inside the syringe". Found during use. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd solomed syringe with needle broke while pulling the plunger, and the "stopper got inside the syringe". Found during use. No serious injury or medical intervention reported.